Event description:
The customer reported that during the procedure, the jaws could not be re-opened. It is unk if the device was applied to tissue when this occurred. Add'l questions regarding the device and incident have been asked. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.